Manufacturer narrative:
Analysis of the lead (l/n va24rvv) found no significant anomaly. There was a break in the insulation under the connector at the proximal end of the lead which was consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an out of box (oob) issue. As soon as the lead was removed from the sterile packaging and handed to the physician, the lead appeared to be twisted out even with the stylet on. No symptoms/patient complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc: product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the lead was never attached to the ins and was never in the patient's body.